Event description:
Vns pt has developed an abscess or infection at the generator site. The pt has been scheduled for revision surgery due to suspected infection. Investigation to date has been unable to determine the cause of the reported event.